Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 72213n because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll tubing was kinked, causing chamber drainage and air in the line during the infusion. This occurred 4 separate times during use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "issues with it kinking". "Tubing is draining the chamber causing air in the line without emptying the bag entirely of drug. It happens toward the end of the infusion. They¿ve opened the vent valve so its not pressure from that".